Event description:
It was reported that the patient received an alert on merlin transmitter for noise reversion and non sustained vt. During review of stored electrograms inhibition due to low level noise was also noted. Programming changes were discussed.

Event description:
New information received states that programming changes were made. No further information is available at this time.